Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that vitrectomy probe failed to cut properly at an unknown timing for vitrectomy surgery. Surgery completion details were unknown but replaced with another pack. There was no patient impact.